Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses. The customer¿s blood glucose level was not provided. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained and could not confirm the allegation.